Event description:
On february 21, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2020. The patient reported obtaining blood glucose readings above ¿200 mg/dl¿ when performing back to back tests with the subject meter (exact results and time between the tests were not provided). The patient informed the csa that he manages his diabetes with metformin 500 mg medication (2 pills morning and evening) and tresiba insulin (35 units morning and night). The patient denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient reported that on (B)(6) 2020 at 1:00 pm, he became ¿lightheaded and passed out.¿ the patient claimed that after he woke, he drank orange juice as self-treatment for the symptoms. No other device was used for testing. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csa noted that the test strips associated with the complaint were opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.